Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red irritated rash. The patient reported a known allergy to nickel and metals. There was no alleged device malfunction contributing to the rash. The patient discussed the irritation with their doctor, but there is no indication of medical intervention specifically for the rash. Reporting out of an abundance of caution. Follow up indicated that the rash improved.

Manufacturer narrative:
Not applicable.